Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I tsh reagent lot number 53233ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Therefore, no unusual reagent lot performance was identified. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 53233ud00.

Event description:
The customer observed falsely decreased alinity I tsh results which questioned by the physician on one 12month old patient. The results provided were: on (B)(6)2023 sid (B)(6) initial= 0.0875 miu/ml /repeated from /edta sample =0.0820 miu/ml /at reference laboratory=0.0766 and 0.0878 miu/ml. On (B)(6)2023 redrawn and repeated per physician request sid (B)(6)= 0.8318 miu/ml /same results at reference laboratory laboratory reference range for tsh= 0.35 to 4.94 miu/ml additional information provided: ft3=0.79 ng/ml (reference range=0.35 to 1.93 ng/ml); ft4=10.42 pmol/l (reference range=9 to 19 pmol/l) there was no reported impact to patient management.

Event description:
The customer observed falsely decreased alinity I tsh results which questioned by the physician on one 12month old patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial= 0.0875 miu/ml /repeated from /edta sample =0.0820 miu/ml /at reference laboratory=0.0766 and 0.0878 miu/ml. On (B)(6) 2023 redrawn and repeated per physician request sid (B)(6)= 0.8318 miu/ml /same results at reference laboratory laboratory reference range for tsh= 0.35 to 4.94 miu/ml additional information provided: ft3=0.79 ng/ml (reference range=0.35 to 1.93 ng/ml); ft4=10.42 pmol/l (reference range=9 to 19 pmol/l) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.